Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided. Bd received 2 nexiva 20ga units inside open packages, the unit were received along with a piece of top web (packaging) from lot: 8214832. Through the visual/microscopic evaluation, the units were received with the extension tubings detached from the winged adapters. There were no traces of adhesive observed on the extension tubing. The traces of adhesive were observed on the outside of the adapter port. The photographs submitted revealed similar findings to that of the returned units. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Corrective actions, CAPA#: 684099, have been initiated to monitor the reported issue. H3 other text : see h.10.

Event description:
Material no: 383516, batch no: 8214832. It was reported that during use of the bd nexiva¿ closed IV catheter system the tubing separated from the catheter hub. The following information was provided by the initial reporter: the nexiva catheter separated from the tubing when we were injecting the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 383516. Batch no.: 8214832. It was reported that during use of the bd nexiva¿ closed IV catheter system the tubing separated from the catheter hub. The following information was provided by the initial reporter: the nexiva catheter separated from the tubing when we were injecting the patient.